Event description:
It was reported that the x-ray button on the 2800 system would not work during a case. The system was reset and the case was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.